Manufacturer narrative:
The sample was returned for eval on 10/24/07 and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted.

Event description:
The incident occurred in same day surgery. The catheter was started, the IV went in easily until trying to thread the last 1/4 inch of catheter. The nurse then noticed blood leaking out of the catheter near the pink adapter. The nurse tried to retract the needle and the needle would not retract. The nurse grabbed the pink adapter and pulled it away from the catheter. The nurse was able to pull the catheter out of the vein before the catheter migrated into the vein using her fingers. The catheter was in two pieces. No harm to pt, the pt did have to be re-stuck.